Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error, button error, a or e code error, had errors but cleared and continue working fine. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. Customer also reported that the insulin pump was slower during rewind, unexplained no delivery alerts not due to site issues and no delivery alerts becoming more frequent. The device will not be returned for analysis.